Manufacturer narrative:
Qc tests performed on the inform ii meter on the day of the event were within the acceptable range. The customer¿s product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, inform ii strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of a discrepant low glucose result for 1 patient tested with accu-chek inform ii meter serial number (B)(4) compared to a freestyle home glucose monitor. The result from the inform ii meter at 8:14 a.m. Was 34 mg/dl. The patient tested on their personal freestyle meter "within minutes" and the result was 63 mg/dl. The specific time of testing on the freestyle meter was not provided. These tests were performed as part of routine, scheduled testing prior to breakfast. The patient had no hypoglycemic symptoms and had already started their meal.